Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) due to infusion set was accidentally pulled out during use due to tubing catching on something or pump falling event on (B)(6) 2024. The blood glucose level was 503 mg/dl and also reported ketones. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation: a complaint investigation has been initiated for record (B)(4) on 28-jul-2025. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 5388320 was manufactured according to the wi version 86 on 31-may-2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 21/mar/2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a health care provider (hcp) or requires emergency advance malfunction code idd-pmc01.13 adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.) And lot 5388320 and no more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.